Event description:
It was reported that the patient had their stimulator moved from their back to stomach area. No reason for the revision was provided. The patient stated "her back and side looked disgusting from all the cutting done". The patient was still having pain and the therapy was not covering the area it did before replacement. Additional information has been requested from the hcp, but was not available as of the date of this report.